Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2017-dec-06 regarding a patient receiving morphine (15 mg/ml at 3.749mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump was protruding through the skin and was starting to break through on (B)(6) 2017. Per the patient, he may have bumped it on something, but was not certain. No other symptoms were shown by the patient. The pump was removed from the original pocket in the right lower abdomen and was placed in a new pocket on the right buttock. The original pocket was washed and a drain was placed. Labs were sent to be certain there was no infection. It was noted that the pump had been replaced appropriately 7 months prior to the revision. It was unknown if the issue was resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the pump was initially implanted in (B)(6) 2017. Regarding relevant medical history, it was noted that the patient was underweight and the skin was very thin. The patient's weight was unknown, and the results of the labs were unknown.